Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 54 mg/dl which was treated with food and glucose tablets. Customer stated that piece of sensor was ripped off. Customer was declined troubleshooting. Customer was out of auto mode. The insulin pump will not be returned for analysis.